Event description:
It was reported to covidien on 04/30/2009 that a customer had an issue with a blood collection holder. Customer reports that the needle attached to the blood collection tube fell off during a blood draw. The needle remained in the patient's arm until the clinician could remove it.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.